Event description:
It was reported that the system 8800 would not initialize and that a page fault error was displayed. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image processor circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service. Filed as MDR# 9617766-2007-00106.